Manufacturer narrative:
Analysis of the log files from AED serial number 132009826 showed that the AED was manufactured on 12/13/2019 and placed into service on 01/06/2021 with battery pack serial number (B)(6). Customer's failure to promptly address red asi warnings reduced battery life expectancy. This eventually resulted in the early depletion of the battery pack.

Event description:
A customer reported that their AED would not power on. They reported this did not occur during patient use.